Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) gave an uncommanded bolus. The patients blood glucose levels (bgs) reached 45 mg/dl. The first one was at 9:46am for 8 grams of carbs of (B)(4) units, second one at 10:04am of (B)(4) units and 10:22am of (B)(4) for 9 grams. The patient noticed the given bolus was (B)(4) units of insulin on board (iob) then (B)(4) units at the time of the call.

Manufacturer narrative:
In the case description, the user mentioned receiving a 1.1 u bolus, a 9 u bolus, and a 1.25 u bolus that were all unprogrammed. The physical controller was received for investigation. After unlocking the returned device, the controller completed initialization and booted to the login screen. The login screen was generated though the lockscreen background and message were observed to be different than the default, indicating that the device had been reset. No attempts could be made to replicate the reported unprogrammed boluses. Inspection of the android log files from the date of occurrence confirmed the delivery of these three boluses and found evidence interaction with the controller in order to program, confirm, and start all boluses. No evidence of an unprogrammed bolus was found during the investigation.